Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 369mg/dl and diabetic ketoacidosis. The customer treated with insulin. Customer indicated that their hospitalization was due to stress. Further troubleshooting was declined by customer as they wanted to report the incident only.